Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that during use on a baby born on (B)(6), the nurse noticed blood in the tube as well as a leak of medication given through the perfusion tube. The device was removed, and the medication was given with another kind of device.

Manufacturer narrative:
Submit date (B)(6) 2011. An investigation us currently underway upon completion the results will be forwarded. (B)(4) qa has requested additional information but no additional information was provided, if additional information is obtained the medwatch form will be updated.